Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2019-00170 under a different suspect device. The evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer.

Event description:
The customer observed a false positive architect total b-hcg for 1 sample. The following data was provided: (B)(6) 2019; sid: (B)(6); initial result = 423.02 iu/l (positive), repeat result = <1.2 iu/l (negative). No impact to patient management was reported.

Manufacturer narrative:
It was discovered on october 04, 2019 that the initial and follow-up 01 emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1628664-2019-00654 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting and diagnostic checks on the architect i2000sr serial number (B)(4), however no parts were replaced. The i2000sr analyzer is the likely cause. A review of the analyzer service history revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of the architect system operations manual found labeling to be adequate for the complaint issue. A review of the i2000sr tracking and trending did not identify any trends for the complaint issue. Based on the investigation no systemic issue or deficiency of the architect i2000sr analyzer was identified.